Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away in the hospital on (B)(6) 2019. The customer was admitted to the hospital on (B)(6) 2019 with a blood glucose in the range of 600 to over 1000 mg/dl. The cause of death was a mild heart attack, kidneys shutting down, and had a do not resuscitate and ceased breathing after removing CPAP. It was reported the customer started getting sick in (B)(6) 2019. The insulin pump was not worn at the time of death and was last worn on (B)(6) 2019. The customer was not using sensors. The caller declined to return the insulin pump for analysis as they had already disposed of it.